Manufacturer narrative:
Patient information was not made available from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Issue resolved at time of event through trouble-shooting. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved at time of trouble-shooting.

Event description:
A medtronic representative reported that while in a micro endoscopic discectomy procedure, the site navigation system experienced verification error of all instruments. The med procedure using the imaging system, and the navigation system, proceeded without any issues from the imaging system imaging process through image import to the navigation system. At the start of navigation, however, all the instruments experienced a recognition failure. With direction from medtronic representative, the site performed trouble-shooting including shutting-down the navigation system and re-connecting the positioning sensor unit (psu) cable. As a result, the navigation system normal function was restored, and the procedure was completed using the same navigation system and the imaging system. Delay in therapy was 20 minutes. There was no impact on patient outcome.